Event description:
Customer reportedly received the following results within 10 minutes: 127 mg/dl (mobile system 1), 118 mg/dl and 246 mg/dl. (Mobile system 2) 329 mg/dl (mobile system 1) and 101 mg/dl (mobile system 2). The comparisons were performed approximately 8.5 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in system 1 (lot number 278016, expiration date 05/31/2012). Reference medwatch report with (B)(6) for the suspect device used in system 2.